Event description:
Event description guidant received information that monitoring voltage for this boxed cardiac resynchronization therapy defibrillator (crt-d) was 3.15 volts after interrogating the device and performing a cap reform. The box label states that the monitoring voltage should be 3.25 volts. The device was re-interrogated after turning off the radiofrequency (rf) and was 3.14 volts. The device will be returned to guidant for analysis.